Manufacturer narrative:
Plant investigation: the actual sample was returned to the manufacturer for physical evaluation. Functional testing was performed and completed with no issues noted. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the luer lock connector. The patient stated that the connector would not tighten and the patient found fluid o the floor. The patient was able to use a new connector to complete treatment. The patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that the sample was available to be sent to the plant for evaluation.